Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient representative reported bilaterally, the patient was diagnosed with anaplastic large cell lymphoma. Histopathological markers were not provided. Patient representative also experienced pain, tightness in breast, capsular contracture (baker grade unknown), scarring, loss of consortium, mental/emotional pain, suffering and severe emotional distress. Patient was hospitalized and had cancer treatment. The device has been explanted. This relates to the right side record.